Event description:
The customer reported the ventilator would not power on. The customer reported the unit was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the reported problem. Review of the device diagnostic log history noted an occurrence of a +24/+-12 volt failure. The service technician replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.